Event description:
The customer contact reported that the pt received more medication than intended. On an unspecified date and time, the device was programmed in the piggyback mode to deliver cefazolin 1 gm, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 50ml, a 50ml container size, and the delivery was started. It was reported that after 12 minutes, the nurse noted the solution container was empty instead of the expected 24 ml. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.